Event description:
The customer reported that while the central station was in use monitoring patients along with telepacks at the bedside, half of the telepacks lost communication with the central. No patient injury was reported.